Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is not available for return, however a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that allegedly the extension tube of the dialysis catheter was emulsified. The device still implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo of a dialysis catheter was returned for evaluation. A photo review was performed. The investigation is inconclusive for catheter kink, as no catheter kinking was observed in the provided photo. However, the investigation is conclusive for material discoloration, as a milky white color was observed in one of the extension legs in the photo provided. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that allegedly the extension tube of the dialysis catheter was emulsified. The device still implanted. There was no reported patient injury.